Manufacturer narrative:
(B)(4). Concomitant medical proucts: 00801803201 ¿ cocr head ¿ 61660108, 00631005032 ¿ xlpe liner ¿ 61615750, 00784101300 ¿ versys stem ¿ 60393939, 00625006540 ¿ bone screw ¿ 61667865, 00625006525 ¿ bone screw ¿ 61562808. Reported event was confirmed by review of medical records noting patient was experiencing recurring dislocations. Upon entering the wound, pseudotumor with complete loss of abductors in instability was noted. There was a pelvic nonunion from old fracture from ischium up posteriorly out the posterior column with loss of the posterior wall. A large liquified hematoma was encountered. Corrosion was noted at the trunnion. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00037, 0002648920-2020-00274, 0001822565-2020-00250.

Event description:
It was reported that patient was experiencing recurring dislocations after a previous fall and periprosthetic fracture and underwent a right hip revision approximately 7 years post implantation. During the procedure, a significant hematoma and pseudotumor were debrided. A complete loss of abductors and significant bone loss was noted. Corrosion was found on the head/ neck junction of the stem and was cleaned. The head and liner components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.